Event description:
It was reported that the battery of the patient's device would not recharge and was going down fast while in a car. It is noted that the patient has a 2nd battery for back up but both batteries were being drained quickly. It was also noted that the patient's columns were dusty and the low oxygen error message was seen. As a result, the patient pulled over roadside and was taken to the hospital by ambulance. Patient was sent to the emergency room for a few hours but was not admitted. The issue happened again in a different car and the patient called the ambulance again. Patient was given oxygen from the ambulance and immediately went home. Patient has since received their replacement device and has no complications due to the event.

Manufacturer narrative:
B3: date of event is estimated. As the device was not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event.